Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, arrhythmias, dissection and perforation are listed in the nc trek otw coronary dilatation catheter instructions for use as known possible adverse effects. The investigation determined a conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined. The serious injury/ illness/ impairment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached report: rpt2121578_rev e.pdf, post-market clinical follow-up evaluation report coronary dilatation catheters the additional device issues listed in the report are captured under a separate medwatch report.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott nc trek otw coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, myocardial infarction. The report also found performance issues with the cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions, but some of these do not have cto in their indication for use. Please see the pmcf report (rpt2121578_rev e.pdf) for additional details.